Event description:
It was reported that the lead exhibited sensing thresholds of 1.6 - 2.6 mv. The physician did not want to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.